Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass procedure, the stapler did not fire. The surgeon tried to depress the green safety button but it would not release the handle to be fired. The ring handle remained free to move forward / backward. A new reload was used on the same handle with no problems. After the case, this defective load was placed back on the stapler and everything seemed to work fine - green button was able to depress and load seemed like it would be able to fire. There was no patient injury.